Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(4) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a problem on the device, noting receiving data of 42 bpm from an external heart rate monitor. The patient also reported experiencing major flutters and "it felt like one hundred butterflies dancing around". Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No further patient complications have been reported as a result of this event.